Manufacturer narrative:
The ra lead currently remains implanted and the patient will be seen again in three months. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow up, this right atrial (ra) lead presented with an increase in pacing impedance measurements to 1260 ohms. An x-ray was taken and revealed that the lead was bent. It is suspected that the lead has experienced an incomplete fracture. No adverse patient effects were reported.